Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint ¿wire is broken, a piece looks out.¿ the instrument was found to have damage of the conductor wire¿s insulation. The instrument was also found to have a broken conductor wire at the proximal end in the waterfall pulleys. The customer reported complaint does not itself constitute an MDR reportable event; however, the conductor wire damage found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument wire was broken and "a piece looks out." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information; however, no further details have been received as of the date of this report.